Event description:
The customer stated no photos are available. Additionally, the customer stated the brush bristles used are white in color. The customer also stated after they inserted the brush in the scope the bristles come out with a black (like ink) stain. There were no leaks detected from the scope. The customer provided the scope was used in a case where the patient had old blood (blood was already black) in their stomach that was suction through the scopes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It is ¿unknown¿ if the device been used to a patient with foreign material attached to the device. The user inspected the device to detect any malfunction before using it. The scope was appropriately precleaned without any delay after the procedure. No abnormalities were noted with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The device was rinsed before manual disinfection. All the scope channels were connected to the tubes when the scope was being set up into the aer/ ewd. The instrument/ suction channel was aspirated water using suction pump. The following channels were brushed instrument channel, suction channel, air/water valve/suction valve, biopsy valve. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no deviation from instructions for use (IFU) in reprocessing steps for the area foreign material remained. Furthermore, there was no physical damage to the device where the foreign material was remained. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had internal defects of the channel and there¿s something wrong in the scope that keeps staining the brush black. It was done five times and it was still staining the scope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end plastic cover had a dent and scratches; the objective lens had a chip, scratches and worn glue; the forceps had scratches and peeling; the camera switch had cuts; the insertion tube had minor scratches; the control body was missing a color ring; the electrical connector had a damaged contact inside; the angulation was low; the control knob had play, and the label was not affixed properly. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.